Manufacturer narrative:
It was reported that two devices from unknown lots were used in this same procedure on the same day, on the same patient. (B)(4). The event is currently under investigation.

Event description:
It was reported that during a tips placement procedure, the physician put the needle and the set together and passed it thru the sheath. However, at this point, the flexor unraveled. The device was removed from the patient and another rups was placed. The physician indicated they placed the stiffening cannula first thru the 10 fr catheter; got it into position; and then passed the trocar needle. It was reported that the second product unraveled as well. In order to remove the second flexor, a balloon was pulled thru the flexor sheath and inflated. The balloon was used to pull the flexor back out of the patient. A third (rups) device was opened and used to complete the procedure without any further issues. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. A day or so after the procedure the doctor stated the patient passed away as the patient was very sick. The doctor confirmed with that in no way or fashion were the complaint devices at fault nor did they cause the patient's death.

Manufacturer narrative:
It was reported that two devices from unknown lots were used in this same procedure on the same day, on the same patient. Investigation - evaluation a review of complaint history, documentation, quality control and visual inspection of the returned device was conducted during the investigation. The complaint is for two used/damaged 10.0 fr flexor sheaths; however, only one device was returned for evaluation. The visual examination reported the complaint device had wrinkling of the outer sheath, material began 5.2 cm from the distal tip. The wrinkled section was measured to be 4 cm long. A scoping device was used to view the interior of the sheath, and it was found that there was coiling stretched and detached from the inner nylon material. The interior of the damaged portion of the sheath was additionally observed by cutting the sheath 8 cm from the distal tip. Based on the investigation of the returned complaint device, it is feasible to suggest that another device used in conjunction with the complaint device, could have caught on the interior sheath material, thus tearing it and leading to the described failure mode. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
It was reported that during a tips placement procedure, the physician put the needle and the set together and passed it thru the sheath. However, at this point, the flexor unraveled. The device was removed from the patient and another rups was placed. The physician indicated they placed the stiffening cannula first thru the 10 fr catheter; got it into position; and then passed the trocar needle. It was reported that the second product unraveled as well. In order to remove the second flexor, a balloon was pulled thru the flexor sheath and inflated. The balloon was used to pull the flexor back out of the patient. A third (rups) device was opened and used to complete the procedure without any further issues. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. A day or so after the procedure the doctor stated the patient passed away as the patient was very sick. The doctor confirmed with that in no way or fashion were the complaint devices at fault nor did they cause the patient's death. It was additionally reported by the district manager on 18 aug 2016: "the patient passed away at around 9 pm the day of the procedure. The physician stated that this was due to internal bleeding and not related to the device".